Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from shortness of breath. Oversensing of noise was noted on right ventricular (rv) lead, on the channel of the right ventricle of the device. The lead was temporarily reprogrammed. Revision of the lead is planned. No further patient complications have been reported as a result of this event.